Manufacturer narrative:
The zoom 71 was returned with separated distal and proximal catheter segments held together by a strand of catheter shaft material. Device investigation noted damage which suggests an axial force was applied during the procedure, resulting in stretching of shaft materials prior to the device breaking. It was also noted the distal segment had a crushed distal tip. The manufacturing records for the zoom 71 were reviewed and demonstrated that the product met all the design and manufacturing specifications. The zoom 71 shaft break occurred outside the patient when attempting to remove it from the zoom support catheter post use. The root cause of the observed damage on the zoom 71 causing the difficulty in removing it from the zoom support could not be determined from the device investigation leading to the shaft break.

Event description:
A zoom 71 was utilized to treat an occlusion at the m1 segment. Initial angiogram appears to show some narrowing in the internal carotid artery (cause unknown). The patient had no stenosis or significant calcifications; however, the anatomy was tortuous with a bovine arch and 90°angle just above the carotid bulb. Access obtained with zoom 88 support which was parked low in the internal carotid artery (ica). Zoom 71 was delivered over a third-party micro catheter and third-party guidewire to the m1 clot through the zoom 88 support with no resistance. Aspiration was performed with the zoom 71. While retracting the zoom 71 into the zoom 88 support, the physician felt resistance. He stopped and removed the zoom 71 and zoom 88 supports as a system from the patient. Outside the patient the doctor attempted to pull with force to remove the zoom 71 from the zoom 88 support. The zoom 71 broke outside of the patient approximately 10cm from the distal tip. No kinks or damage were observed on the access catheter, guidewire, or microcatheter. The case was completed with a third-party aspiration catheter and stent. There was no patient sequelae reported.